Event description:
The patient was revised due to osteolysis, poly wear, and loosening.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the complaint database for the product/lot code provided did not find any additional reports. The investigation could not verify or identify any evidence of product contribution to the reported problem. It would not be unreasonable to expect some wear after 11 years of implantation. Based on the investigation, the need for corrective action is not indicated.